Event description:
Patient presented to facility on (B)(6) 2014 and underwent ple arteriogram with angioplasty; however, during the procedure, the angioplasty balloon became dislodged into the right popliteal artery; thus, patient was then taken to the or for right popliteal fossa exploration and foreign body removal. Postoperatively, patient went to the ICU for close observation. He had a palpable pt on the right and dopplerable dps bilaterally. Pt was started on a heparin gtt postoperatively d/t his chronic rate controlled afib. On pod #1, patient continued to do well. Had some issues with pain, but was better controlled after his pain meds were schedules. On pod #2 patient had a bedside echo performed per cardiology to look for any cardiac thrombus that could have been present. Tte was nondiagnostic. On pod #3, patient was able to be discharged home on therapeutic lovenox and coumadin 5mg to be bridged as outpatient. Pulses were still palpable on the right, and extremities were warm and well perfused. His pain was well controlled on po pain medication.